Manufacturer narrative:
The operator's hand was penetrated with the cap piercer while performing cleaning maintenance. No evidence was provided to suggest that the analyzer was in operation, a part was not installed correctly or that the device failed in any way. These activities were performed by a trained operator, knowledgeable about the proper handling of analyzer parts. The operator is aware of the location of sharp end of the piercer. This was an accidental occurrence. The operator's manual instructs the operator when cleaning the piercer shaft use isopropyl alcohol gauze and wipe the piercer from top to bottom. The tip of the piercer is sharply pointed and extremely dangerous. Handle with care. When cleaning the piercer handle all instrument parts as biologically hazardous. This event was reported because the operator required anti-viral prophylaxis and tetanus shot to guard against development of blood-borne disease. Administration of anti-viral medication is considered medical intervention requiring a mandatory serious injury adverse event report. No evidence of analyzer malfunction.

Event description:
While performing routine cleaning maintenance the operator was accidentally stuck in the left hand middle finger with the cap piercer; the operator was wearing gloves during cleaning maintenance. The operator reported after turning off the analyzer she pushed the piercer down, through the white piercer guide, to be able to clean the tip better. The operator noticed dried blood on the tip and properly cleaned the piercer with an alcohol swab using a top to bottom motion as stated in the operator's manual, the piercer was not loose nor came out of the holder. The operator stated she was pressing very hard with the alcohol pad in an attempt to clean the dried blood and accidentally reversed the motion and pressed up on the piercer slightly, penetrating the left middle finger pad. This was an accidental exposure. The operator went to the emergency room after the incident and was started on prophylactic care for hiv and hepatitis and a tetanus shot was administered.